Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional catheterization procedure on (B)(6) 2012. The patient was anticoagulated peri-procedure. The names of the anticoagulants were not reported. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured upon pull back. When the balloon ruptured the physician didn't know what to do next so he removed the sheath and held pressure for approximately 5-10 minutes. Then a femostop was applied in the ICU for approximately 10 minutes. The patient was ambulated and discharged to home with no reported clinical sequela the same day ((B)(6) 2012).

Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was torn. Examination of the device showed a radial tear at the balloon, approximately 3mm from the balloon proximal tip. The distal tip of the balloon was inverted. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1224004) indicated that the device lot met all established performance criteria prior to shipment.